Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra mini meter is having a power issue (meter does not turn on). On seventeen days later, this medical affairs specialist contacted lifescan (lfs) to obtain more info. The pt tests his blood glucose 4 or more times per day. The pt takes 50 units of lantus per in the morning and once at night. The pt also takes diabetes oral medication (1000 mg of metformin, 40 mg of glipizide and 10 mg of starlix once per day). The pt could not recall what happened on original date. The pt indicated that ever since he has had the one touch ultra 2 meter, there have been intermittent power issues. It is not known how long he has had the meter. It is not known what readings the pt obtained on the morning of the same day prior the reported symptoms. On the same day at noontime, the pt could not test with his lfs glucose meter because the meter would not power on. After the reported issue began, the pt developed symptom described as "shaky." The pt ate food and reportedly felt better soon after. The pt indicated that he did not receive any further medical intervention because of the reported issue. The pt was taking his usual dose of diabetes medication (50 unit of lantus, 1000 mg of metformin, 40 mg of glipizide, and 10 mg of starlix) on the day in question. The pt indicated that he could have prevented his symptom of shaky if he had a functioning meter on the day in question. During troubleshooting, the customer care advocate verified that the battery was not changed per the owner's manual, the meter did not turn on with the power button and the test strip inserted into the meter, and there was no product misuse. The reported issue was not resolved with training. This complaint is being reported because the pt alleged he developed symptoms that can be associated with severe hypoglycemia after the reported issue began. Replacement products were sent to the pt.